Manufacturer narrative:
An event of retraction problem was reported. The flexnav delivery system, along with the valve loaded inside, was returned to abbott for investigation. The proximal end of the valve capsule showed accordioning-like damage, consistent with use-related stress. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all functional. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. During the procedure the initial deployment was determined to be too high in depth. The decision was made to re-sheath the valve and re-deploy however, the valve could not be fully re-sheathed. A deformation was noted with the valve capsule of the delivery system. The knobs were pushed to the maximum, and the re-sheath wheel reached the end of travel. The valve could be removed from the femoral artery but a gap remained between the valve and valve capsule. The valve and delivery system were removed from the patient. A new 35mm navitor vision valve was used to complete the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. During the procedure the initial deployment was determined to be too high in depth. The decision was made to re-sheath the valve and re-deploy however, the valve could not be fully re-sheathed. A deformation was noted with the valve capsule of the delivery system. The knobs were pushed to the maximum, and the re-sheath wheel reached the end of travel. The valve could be removed from the femoral artery but a gap remained between the valve and valve capsule. The valve and delivery system were removed from the patient. A new 35mm navitor vision valve was used to complete the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.